Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned impactor pad identified signs of repeated use (nicked/gouged) and the device was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to standard wear and tear from repeated use for more than six years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the femoral impactor pad was identified to be cracked prior to a knee arthroplasty case. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.